Manufacturer narrative:
An investigation of the customer issue included a review of the service history, a search for similar complaints, a review of trending data, a review of manufacturing documentation, and a review of product labeling. No similar issues were identified. No trends were identified with the architect c8000 erratic result rate. A review of the (B)(4) service history did not identify any erratic results, pre or post the current complaint. Manufacturing documentation was reviewed and no issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer observed a falsely elevated creatinine result for a (B)(6) year old female patient, when processing on the architect c8000. The initial result for sid (B)(6) was 11.47 mg/dl. Another sample collected from the patient generated a result of 0.8 mg/dl, which was consistent with the patient history. Both samples from the patient were retested and generated a result of 0.8 mg/dl. The customer uses a reference range of 0.4-1.0 mg/dl. No impact to patient management was reported.